Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A follow-up will be sent once additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The spike had broken off. No batch review could be performed since the lot number was unknown. The root cause for cracked/broken uv spikes is an interaction of repeat uv exposure with excessive forces applied by the uv germicidal exchange device, such as the clean flash device in japan. The risk of breakage also increases with length of exposure, which is why product labeling recommends replacement in 4-6 months. According to complaint commentary this device was used for 16 months, over double recommended end of life. This is the cause of this failure. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
This is a report of a broken spike that occurred with a transfer set. The patient is on continuous ambulatory peritoneal dialysis (capd) and had been using the set for 16 months prior to the occurrence of the event. There was no patient injury or medical intervention. The actual sample is available for evaluation.